Event description:
The spouse of a (B)(6) female pt called zoll customer support to report that the pt's battery charger wasn't fully powering up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't fully power up) was confirmed. Upon investigation the battery charger/modem was resetting due to corrupted flash memory programming. The root cause for the corrupted flash memory could not be positively identified. After the flash memory was reprogrammed the battery charger/modem powered up normally. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.